Manufacturer narrative:
During the evaluation of the device at the third party service center, a failure of the device to power on was observed. The device's power supply was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.